Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. All specifications were met. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed the patient's left ventricular (lv) lead was failing to capture. The patient was asymptomatic. Fluoroscopy was performed which showed the lv lead was dislodged. The physician explanted and replaced the lead. The patient was stable throughout.